Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back into the superior vena cava (svc) and was not capturing. The patient was reported to have experienced diaphragmatic stimulation, nerve stimulation and pocket stimulation. The lead was turned off and was then repositioned but began to pull back again with heart contractions. The lead was subsequently explanted and replaced. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.